Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, Section B Describe Event or Problem, Section D Device Available for Eval and Returned to Manufacturer on Correction: Section D Unique Identifier (UDI)PART ANALYSIS:The reported condition of Failed drawer 5 not detected on bus was confirmed during FSE testing and subsequently confirmed in the DCHU inspection process. According to work order #(b)(4) the FSE reported that Auxiliary full height drawer 5 failed and was not detected on bus. The FSE tested drawer in HTA, and drawer was not detected at all by station. The FSE powered station off, inspected drawer, noticed bus cable was damaged and replaced bus cable. The FSE tried trouble shooting drawer. Since drawer was legacy full height and parts were not readily available to troubleshoot completely. Customer had spare parts from another drawer that was able to use to get station back working. The FSE used controller boards and retractor band. All tests passed, and no further issues. The report was closed. During DCHU Visual Inspection: PN 121085-01: was received with exposed copper strands and burn marks.During DCHU Testing: PN 121085-01: The testing from DCHU was not necessarily due to the exposed copper strands and black marks in the cable.The device was in use for treatment purposes as intended per 21 CFR 820.198(d).Root cause: The root cause of the complaint that Failed drawer not detected on bus was identified in the damaged ASSY CBL PYXIBUS 7 DRAWER (P/N 121085-01) due to the exposed copper strands caused by the continuous friction or rubbing between the cable and the chassis, which led to the observed thermal damage and compromised the drawers functionality.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary Drawer failure and device was not detected.The customer reported that a malfunction took place when the user tried to dispense medication to the patient.As per part investigation, it was determined that the reported failure was due to damage to the ASSY CBL PYXIBUS 7 DRAWER (P/N 121085-01), where continuous friction between the cable and chassis exposed the copper strands, resulting in thermal damage and compromising drawer functionality.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 05-DEC-2017 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE DRAWER WAS NOT DETECTED ON THE BUS. A FIELD SERVICE ENGINEER (FSE) TESTED THE DRAWER IN HARDWARE TEST APPLICATION (HTA), BUT IT WAS NOT DETECTED BY THE STATION. UPON INSPECTION, A DAMAGED BUS CABLE WAS FOUND AND REPLACED. DUE TO THE DRAWER BEING A LEGACY FULL HEIGHT MODEL WITH LIMITED PART AVAILABILITY, A FULL REPLACEMENT WAS PLANNED. HOWEVER, SINCE THE REPLACEMENT DRAWER WAS UNAVAILABLE DURING THE WEEKEND, THE CUSTOMER USED SPARE COMPONENTS FROM ANOTHER DRAWER INCLUDING CONTROL BOARDS AND A RETRACTOR BAND TO RESTORE FUNCTIONALITY. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED BY THE CUSTOMER THAT A BD PYXIS¿ MEDSTATION¿ ES AUXILIARY DRAWER FAILURE AND DEVICE WAS NOT DETECTED. THE CUSTOMER REPORTED THAT A MALFUNCTION TOOK PLACE WHEN THE USER TRIED TO DISPENSE MEDICATION TO THE PATIENT. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.